Event description:
Patient experienced high blood glucose levels, and "blacked out," hitting their head. Patient was taken to hospital by emergency medical technician, and pt was treated for hyperglycemia, static hypertension, and a head laceration.